Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and contained moisture and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: during testing, the pump was unable to power on. During visual inspection of the pump, it was observed that the battery compartment was cracked in two places and it contained moisture contamination. There was also evidence of moisture contamination on underside of the battery cap. The returned battery cap¿s height and width were within specification. The pump¿s black box and alarm history was not able to be downloaded due to the pump not powering on. The pump had no audible and no vibratory features and the display screened remained blank due the pump having no power. The initial complaint about a power issue was confirmed in this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.